Event description:
Procedure: ladg - lap assist distal gastrectomy. According to the reporter: for the closure of the surgical opening at the end of the delta anastomosis, egia60amt was used with idrive. With suspending the surgical site by the string, the jaw could be closed. However, upon starting to fire, the device abruptly moved upward, which made it fire aside from the expected staple line. When the jaw was opened, the doctor confirmed that the cut line might be misaligned with the staple lines due to the abrupt motion of the jaw. Among the triple staple lines, a line on the adjacent side of the knife blade/cut line would not be stably fixed on the tissue but was about to drop off, and the staple line did not hold. Only the other two lines of staples were fired on the tissue firmly. Additional suturing was done to reinforce the concerning staple line and the case was completed. No patient harm. After the procedure it was confirmed that there was no leakage. It is unknown whether reinforcement material was used.

Manufacturer narrative:
(B)(4).